Manufacturer narrative:
The patient was born on an unreported date in 1979. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was reported to be a patient error due to ¿the patient had non-compliance to sterilization technique¿ (no further detail was provided). On an unreported date in the same month as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Thirteen days after onset, the patient was recovered from the event and the antibiotic treatment was discontinued. It was not reported if dianeal therapy was ongoing. No additional information is available.